Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not responding to button presses after being switched on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify the reported issue. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device was not responding to button presses after being switched on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.